Manufacturer narrative:
The customer¿s concerns that the outer layer of insulation is separating from the power cord could not be replicated. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. Previous investigations showed that cords were being replace for torn or broken jackets due to handling of the power cords. No log review could be performed since no device or logs were returned by the customer. No testing could be performed since no product was provided by the customer for investigation. No device history review could be performed since no serial numbers or product was provided by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the outer layer of insulation is separating from the power cord.